Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient¿s bladder was not emptying and they could not make it to the bathroom at all. The patient went from 1.5v to ¿like 3v¿ and was still leaking and bladder was not emptying all the way. The patient noted they were wearing pads all the time and they did not make it to the bathroom again. The patient stated they did not feel any flutter when they increased like they felt in the beginning. The patient noted they went to 3.2v and it was still not helping. The patient was redirected to their healthcare provider. The patient noted they were seeing their healthcare provider at the end of (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the retention was determined. They could not hold their urine and had leakage. It was reported tha the patient had 2 bladder lifts and were on myrbetriq. The cause of the loss of stimulation was not known. No further information reported.